Event description:
It was reported that during a laparoscopic gastric bypass procedure, the black seal at top of device was torn or floppy. This was noted at beginning of case. It is unknown if a device had been inserted in trocar sleeve or if leaking pneumoperitoneum. This trocar sleeve was removed and a new trocar sleeve was used to complete case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.